Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months and seven days post port placement, a computed tomography showed small patchy infiltrates in the lung bases. On the same day, an x-ray chest was performed which showed right internal jugular central line was noted with tip just entering the superior vena cava. Around twenty-four days later, patient presented to hospital with fever and chills last night, had nausea and generalized achiness. The patient was admitted with sepsis and acute leukemia. On the same day, a chest x-ray showed that the chest port was stable. Around one day later, patient was seen by infectious disease consultation for sepsis and antibiotic management. Around four days later, patient underwent cvc and port removal procedure for infected pac. The chest port was removed in its entirety. Around sixteen days later, patient underwent ultrasound study showed no evidence of deep venous thrombosis. Around twenty-four days later, patient chest x-ray showed no acute consolidation or pleural effusion. Around one day later, patient presented to emergency department with the complaints of nausea, vomiting and admitted for intensive antibiotics and treatment. The patient was diagnosed with sepsis and acute leukemia. Around twenty-three days later, patient presented to emergency department for medical clearance and arrested and taken to city jail. Patient condition was stable and discharged back to jail. Around five months and nineteen days later, patient presented to ed, a computed tomography angiogram showed negative for pulmonary embolism. The patient was diagnosed with sepsis, influenza, acute leukemia, hypertension, and diabetes. Around one month and four days later, patient presented to ed with the complaints of generalized weakness, shortness of breath, dizziness and right chest pain. Around four days later, a computed tomography of abdomen and pelvis was performed which showed significant right pneumatosis of the colon with associated pneumoperitoneum. This can be seen in cases of intestinal ischemia. A computed tomography of chest showed no evidence of pulmonary nodule or parenchymal disease. Around two days later, patient underwent exploratory laparoscopy and verification of bowel perfusion with indocyanine green. Around one month and three days later, patient presented to the ed, a computed tomography showed negative for acute process. Around two months and four days later, patient presented to the ed, a chest x-ray showed no acute disease process. Around two months and twenty-one days later, patient presented ed, patient was diagnosed with sepsis, source not determined. X-ray chest showed clear lungs. Around twenty-seven days later, patient presented to the emergency department, a computed tomography showed no evidence of any lytic or blastic bone lesion. Around one month and six days later, patient presented to the emergency department, the patient was diagnosed as weakness, left leg pain and discharged to home. Around four days later, patient presented to the emergency department with the concerns of wound to left lower extremity causing laceration with nails. Around six days later, patient presented to the emergency department, a computed tomography of chest showed grossly stable bibasilar pulmonary nodule and atelectatic changes. Around one month and twenty-eight days later, patient presented to the emergency department with the complaints of fever, body aches and nausea. Patient was suspicious for viral infection. Around twelve days later, patient presented to ed with the complaints of generalized body rash for about a week and half. Therefore, it can be confirmed that the reported infection, sepsis, nausea and pain based on medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that nine months post a port placement via the right internal jugular vein, the patient allegedly developed an infection. It was further reported that the patient was allegedly diagnosed with sepsis as a result of the defective infected port. Furthermore, the patient experienced pain over the implanted area and had nausea. Reportedly, the defective infected port was removed in its entirety from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that nine months post a port placement via the right internal jugular vein, the patient allegedly developed an infection. It was further reported that the patient was allegedly diagnosed with sepsis as a result of the defective infected port. Furthermore, the patient experienced pain over the implanted area and had nausea. Reportedly, the defective infected port was removed in its entirety from the patient. The current status of the patient is unknown.